Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported occlusion alarm and it increased with bolus, sometimes from as little as 1.7 units. The set was in use for 2-3 days and was inserted in abdomen. Insulin fiasp prefilled, but also self-filled 3-4 days and insulin warming time was approximately 1 week. No further information available.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 6005147: 1.visual inspection according to (B)(6) quality criteria for inset family products engesp (criterios de calidad para productos de la familia inset engesp), version 40. 10 samples were visually inspected, and no damages or bends were found. 2.4802011, flow test on customer complaints (pruebas de flujo en quejas del cliente), version 10. 10 reference samples meet the criteria of minimum 50 ml/minute. Flow test values: p1-150 / p2-97 / p3-100 / p4-120 / p5-93 / p6-90 / p7-92 / p8-110 / p9-149 / p10-96.

Event description:
To date no additional patient or event details have been received.